Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's bottom half display is blank. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. Customer states that the insulin pump was stuck in the car door. The insulin pump had a crack in the top corner of the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.